Event description:
Olympus was informed that during preparation for use for an unspecified procedure the video telescope was reported to have displayed a cream colored, striped image. The intended procedure was completed using another similar device and there was no report about an adverse event or injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (vertical stripes) and traced the failure back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. Additionally, scratches were found on the device¿s outer tube, which are most likely attributable to improper handling. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.